Event description:
It was reported that the patient had two inappropriate shocks due sinus tachycardia. Also, there was some oversensing of noise. The clinic has now programmed the first treatment zone to 210 beats per minute. There were no additional adverse patient effects. The device remains implanted.